Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
It was reported that a dental implant was removed because it fractured. However, the investigation showed that the dental implant was not fractured, but the rescue tool fractured and fragments of the tool remained inside the dental implant.